Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: console device, hand switch device, cable device, (B)(6) 2020. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the control of the electric pen drive device was defective. It was further determined that the device ran in plug mode when the hand switch device was activated, and the speed could not be controlled/changed (device ran in locked position). It was observed that the device had a component damage and the motor was worn. It was further determined that the device failed pretest for check function in ¿lock¿ mode with hand switch. It was noted in the service order that the device was tried on both console devices, but it did not work. It was further reported that the device was used together with the hand switch and cable device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.